Event description:
User facility reported that after a novasure endometrial ablation in 2009, a pt was reported to have an "abdominal infection". Follow-up on the following month, with the director of surgery revealed that the pt was admitted two days after the ablation with "an elevated temperature of 104 and diagnosis r/o [rule out] sepsis. Blood and urine culture were done with no growth in 24 hours." The pt was treated with levaquin (levofloxocin) and flagyl (metronidazole) and discharged four days later. A hysteroscopy, dilatation and curettage (d&c), and sounding with a metal sound (not a hologic device) were performed prior to the ablation.

Manufacturer narrative:
The device is not being returned, therefore, a failure analysis of the complaint device cannot be completed. Device history record (DHR) review was conducted for the reported lot number. The lot was released meeting all qa specifications. Sterile lot records were also reviewed for the disposable device and were confirmed to be within specified limits. Currently unable to establish a relationship or impact to the reported observation. Based on the info obtained to date, no direct correlation can be made between the reported event and the novasure system. If additional relevant info is received, a supplemental medwatch will be filed. According to the instructions for use (IFU) other adverse events: the following adverse event could occur or have been reported in association with the use of the novasure system: infection and sepsis.